Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. E1: facility address: (B)(6). E1: phone number (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. In addition, the following reportable malfunctions were identified during the device evaluation: abnormal image. Based on the results of the investigation, it is likely the following led to the malfunction: a component failure of the electrical component. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device presented an abnormal image. The issue occurred during set up (inspection for use). There were no reports of patient harm.